Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: short-term experience with off-pump versus on-pump implantation of the heartware left ventricular assist device, 2017. American society for artificial internal organs journal. 2017 jan/feb;63(1):68-72. Doi: 10.1097/mat.0000000000000448. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event is being reported as part of a retrospective review of literature events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed implanting vads for left ventricular support in adults using cardiopulmonary bypass (cpb) and off-cbp techniques. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients who experienced right heart failure, including two patients who required right ventricular vad implantation as treatment. There were also patients who experienced coagulopathies and post-operative bleeding, requiring delayed sternal surgical wound closures in some patients and surgical exploration for post-operative bleeding. Other patients experienced renal failure, gastrointestinal bleeding, strokes and minor neurological events after being placed on vad support. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.